Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the light sources were not working during a vitrectomy procedure. All four illumination ports were "selectable, adjustable and recognized the probes", but the outputs were dim. The customer tried three different illumination probes and all four illumination ports resulting in a "significant delay" in the procedure. There was no harm to the pt.